Manufacturer narrative:
Device was used for treatment, not diagnosis. The 352.040 lot number 2797147 5.0mm flexible shaft was returned and reported to have become bent during surgery. The 352.085 lot number 25171 8.5mm medullary reamer head was returned and reported to have broken during surgery. A visual inspection, functional test, and drawing review were performed as part of this investigation. These conditions are confirmed; the distal prongs of the flexible shaft are bent clockwise approximately 120 degrees around the circumference of the shaft and the reamer head has broken into two separate pieces approximately nine to ten millimeters from the distal tip. It is likely that five years of consistent use and possibly encountering higher resistance than expected while reaming has led to this complaint condition. The reamer head was manufactured in 2/2011 and is over five years old. The flexible shaft was manufactured in 10/2011 and is over five years old. The balance of each of the returned devices is in fairly worn condition commensurate with five years of use. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The 352.040 5.0mm flexible shaft and 352.085 8.5mm medullary reamer head are instruments routinely used in the flexible reamers for intramedullary nails system (per technique guide). The condition of the returned devices does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. This complaint is not likely a result of any design or manufacturing related deficiency. (All measurements have been performed by calipers.) If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing site: (B)(4), manufacturing date: 27. Oct. 2011. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, during a tibial nail procedure, the 8.5mm medullary reamer head front cutting modular separated into two pieces while reaming. The prongs (flanges) at the end of the 5.0mm flexible shaft, which connect to the reamer head, were twisted. The pieces were easily removed, by removing the ball-tipped guide wire. Patient outcome is unknown. There was a surgical delay of approximately two minutes. The procedure was completed successfully. Concomitant devices reported: guide wire (part # unknown, lot # unknown, quantity unknown) drill (part # unknown, lot # unknown, quantity unknown) this is report 2 of 2 for (B)(4).